Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) no waveform for low level blood pressure loop back. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, d8, d9 device available for eval and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 initial reporter name, mail ID, phone number, e2, e3 occupation and health professional. A getinge field service engineer (fse) while performing pm fiber optic test, found no waveform for low level blood pressure loop back. No patient involved or harmed. No errors logs or faults logs found.as per service manual replace fiber optic assy. Replaced fiber optic assy. Now all waveform correct as per specifications. The failure analysis and testing dept. Received fiber optic assy with a reported unit failure of no waveform for low level blood pressure. The failure analysis and testing dept. Performed a visual inspection and found white residue on the vent switch. This residue is consistent with saline. Due to the saline on the vent switch, this complaint cannot be investigated any further. Probable cause of no waveform for the low-level blood pressure is the saline. Retaining the fiber optic assy. In the fat.